Manufacturer narrative:
G4: 29jan2020. B4: 31jan2020. The customer did not accept service as the customer only uses the unit for educational and instructional purposes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019

Event description:
The customer reported the unit alarmed with a primary alarm failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.